Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was selected for implant using a flexnav delivery system (ds). The patient has a prior medical history of heart failure with reduced ejection fraction (ef) of 15%. Eccentric calcification was noted in the non-coronary cusp (ncc), right-coronary cusp (rcc), and left-coronary cusp (lcc), with a greater degree of calcification observed in the ncc and rcc compared to the lcc. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 24mm, non-abbott ballon. The patient became hypotensive and severe free aortic regurgitation was observed therefore emergency implantation was performed resulting in successful valve implantation at a depth of 8mm both on the ncc and lcc. During and after the valve implantation, cardiopulmonary resuscitation (CPR) was performed. Post-implant, mild paravalvular leak (pvl) was observed. The implanter classified this event as being related to the procedure and pre-bav (reduced ef with heart failure combined with bav (rapid pacing + dilatation of annulus). The patient was in a stable condition.